Manufacturer narrative:
The device sample was returned to the manufacturer, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product concha neptune, lot #609020120 was manufactured on 02/04/2009. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changes were required.

Event description:
The event is reported as: the customer alleges that the unit shuts off after several minutes of operation. The patient's condition is reported as fine.